Manufacturer narrative:
The product was returned for eval and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's rising blood glucose levels. A dislodged cannula would result in interrupted insulin delivery and may lead to increased blood glucose. The lab eval, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advised that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and to contact a hcp for guidance. The lot was reviewed and determined to have met all acceptance criteria.

Event description:
Customer wore a pod on her stomach for "about a day." She believes the cannula came out because the adhesive was all wet. Customer "checks bgs about twice a day unless she feels her bg going up." The following results were provided: 7:15 am: 285 mg/dl, 17 units bolus; 7:00 pm: high (>500 mg/dl). The pod was returned for eval.